Manufacturer narrative:
The products were discarded and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection at the implant site. Although this crt-d had been implanted for two years, a competitor's epicardial lead was implanted at the beginning of this year. The physician started the patient on antibiotic treatment and an explantation procedure was performed. The crt-d and right atrial (ra) lead was successfully explanted. However, the epicardial lead and this right ventricular (rv) lead were unable to be explanted. The patient is being hospitalized for observation so that a new system can be implanted at a later date. No additional adverse patient effects were reported.